Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 402 mg/dl and 100 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Attorney reported: (B) (6) 2008 - the pt underwent a hernia repair surgical procedure and, during the course thereof, physician implanted one composix kugel mesh patch hernia surgical repair product into her abdomen. "Pt suffered multiple and severe painful injuries, including but not limited to, additional hospitalizations, severe abdominal pain and swelling, nausea, sickness, permanent disfigurement to her abdominal area, severe discomfort, anxiety, suffering, pain and injuries to her body as a whole".